Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin irritation. The site was red and irritated. For treatment, the patient was given triamcinolone cream. The pod was worn longer than 48 hours on the leg. The site was bleeding, from the needle possibly hitting a vein, according to the doctor. The patient was discharged after 1.5 hours. The pod was discarded.